Manufacturer narrative:
Weight and ethnicity unknown, not provided. Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no additional complaint folders for this production order, but it is not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is experiencing a temporal shadow/blur, constant, dysphotopsia negative, after the implantation of the tecnis eyhance intraocular lens (iol). The lens was explanted and replaced with a 3-piece silicone iol with r.o.c. There was no vitrectomy, incision enlargement, or sutures required. No report of patient harm or injury to the patient. No additional information was provided. Visual acuity (va) pre-operative (op): 20/40. Va post-op: 20/20.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 30, 2021 device evaluation: visual inspection under magnification revealed that the lens was received cut in 3 pieces and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.